Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Functional testing was performed which included leak testing and clear passage testing. Visual inspection noted the tubing separated from the dark blue female connector. There was a leak from the separation during functional testing. The reported problem was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set has disconnected during peritoneal dialysis. This event occurred during use with patient involvement. The patient was lying in bed after the peritoneal dialysis solution has been used and the drain bag was on the floor on the right side of the bed. The patient got up from the other side of the bed and the twist sleeve of the set disconnected from the silicone tubing. Dialysis solution flowed out of the stomach. Patient connector was closed with a peritoneal dialysis clamp. The connector was changed with a sterile routine. Antibiotics have been added to the peritoneal dialysis solution according to a prescription to reduce the risk for peritonitis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.